Manufacturer narrative:
B5: on an unreported date, antibiotic treatments were discontinued and the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and amikacin injection (250 mg, route, frequency and duration were not reported) for the event. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.